Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) measured the oxygen (o2) sensor output in ambient air which should be between 9 and 13 millivolts (mv) and was 18.1 mv. The electronic patient gas system (epgs) initially passed calibration and the o2 sensor output was monitored. The pst observed the o2 sensor increasing quicker than the o2 analyzer. In 30 seconds, the analyzer o2% reading went from 98.0% to 98.1% as the o2 sensor output went from 48.8 mv to 53.9 mv. The central control monitor (ccm) displayed a 'calibrate o2 sensor' message. Prior to recalibration, the system was left as-is for 3 minutes. Afterwards, the values observed were significantly different between the ccm and the o2 analyzer. The ccm reading, which comes from the o2 sensor output, also changed more quickly than the analyzer did. Recalibration was successful and blend checks were performed again. Although the o2 sensor output was steadier, the system still differed too far from the expected tolerance for the 21% setpoint. The epgs was shut down and disconnected from the lab use only (luo) simulator. After sitting overnight, the o2 sensor output was checked again and 14.0 mv was observed which was still out of specification. It was determined that the o2 sensor output was unsteady causing intermittent calibration issues. The service repair technician (srt) duplicated the reported complaint. The epgs was powered on and the air and o2 regulators were set to 50 pounds per square inch (psi). The unit passed the initial o2 analyzer calibration successfully. The srt observed that the o2 analyzer and the ccm fraction of inspired oxygen (fio2) reading continuously fluctuated and never stabilized. The o2 sensor was replaced. The srt also reconditioned the epgs. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, during testing of the oxygen (o2) sensor at 100% o2 the output signal was found to be unstable. Air bubbles due to dehydration were found at the sensor head near the cathode which explained the observed failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an 'o2 needs calibration' message. The unit passed initial calibration then displayed the message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified that the fraction of inspired oxygen (fio2) was drifting from 100% to 90%. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.